Event description:
This is a (B)(6) female with a history of a depuy asr left hip system implant on (B)(6) 2006. On (B)(6) 2010: pt presented with groin pain and buttock pain in that area for an extended period of time. X-ray shows protrusio, which is static with no evidence of loosening. On (B)(6) 2010: pt presented with chronic pains in her right hip and leg. Due to persistent groin pain and the concerns with the recall of the asr hip replacements, she elected to pursue a revision total left hip arthroplasty on (B)(6) 2011.